Event description:
International customer reported that the suture broke during use. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: no device was received for eval. However, it has been identified that this lot contained product with open seal which could impact the strength of the product. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-00818 for the other medwatch. The same pt is represented in each medwatch.